Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic deformed and haptic bent and deformed.dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/1.0/013 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting without rotation. On (B)(6) 2023 the lens was explanted. On (B)(6) 2023 a replacement lens of the same length but implanted horizontally (initial was implanted vertically) and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).